Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their current implant (ins), they haven't had much success on it. Patient stated that their ins was not providing adequate relief and that the benefit they were receiving was minimal to none. Patient also stated that they were experiencing issues with the ins shortly after implantation and, over the past several months, had charging issues, such as the device not charging or not connecting right away. Patient states their ins provided very minimal stimulation to help them out with their pain. Agent reviewed the information and redirected the patient to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.